Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd posiflush¿ xs pre-filled flush syringes nacl 0.9%, the plunger stops or jams before dispensing contents.

Manufacturer narrative:
Investigation summary: a device history record review was performed on the provided lot number (8185572). The review did not reveal any detected quality issues during the production process that could have contributed to the reported incident. As neither a physical sample nor a picture sample was available for return, a thorough sample investigation could not be completed. Based on the limited investigation results, the complaint could not be substantiated and a cause for the reported incident could not be determined. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that during use of the bd posiflush¿ xs pre-filled flush syringes nacl 0.9%, the plunger stops or jams before dispensing contents.